Manufacturer narrative:
Patient information is unknown. Date of event: unknown. This report is for an unknown ao compact hand set plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: thirumalai a, mikalef p, jose rm (2017). The versatile hook plate in avulsion fractures of the hand. Annals of plastic surgery. Volume 79. Pages 270-274. (United kingdom). The aim of this article is to describe the technique of fabricating a hook plate and using it for avulsion fractures in the hand. A few illustrative cases are discussed along with a review of the current literature. From 2008 to 2014, 63 cases of hand fractures underwent reduction and fixation using an unknown 1.3- or 1.5-mm compact hand set (ao, (B)(4)) that was modified by cutting the proximal hole with plate cutters. Fractures were categorized into: mallet fractures (35 cases) , proximal interphalangeal (pip) joint fracture dislocations (16 cases), flexor digitorum profundus (fdp) avulsion fractures (5 cases), central slip avulsions (5 cases), and collateral ligament avulsions (2 cases). Follow-ups were done at 6 weeks to 6 months. Complications were reported as follows: twenty-five (25) cases needed plates removal. Eleven (11) patients had to undergo tenolysis. Thirteen (13) cases suffered minor complications of which the majority was related to mallet fractures. Six (6) patients had nail deformity. Five (5) patients had plate extrusion. One patient had joint contraction. One patient had joint stiffness. Ten (10) patients had extensor lag with a mean of 5 degrees. Two (2) patients had premature removals of the plate due to imminent perforation of the skin. This report is for one (1) device- an unknown ao compact hand set plate. This is report 1 of 3 for (B)(4).